Event description:
Reportedly, on (b)96) 2012, a ventricular tachycardia event was confirmed on the hospital ECG monitor; however, no corresponding episode was recorded in the ICD memory upon interrogation. An explanation is requested.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.